Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-8807 with lot cvfcny, conformed to the specifications when released to stock in 25th may 2016. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.

Manufacturer narrative:
Updated UDI: (B)(4). The tool kit was returned and evaluated. The indicator tool passed testing at all settings. The programming tool was tested. The valve was able to be successfully programmed at every setting. A review of manufacturing records found no evidence of nonconformities. We were unable to confirm the issue reported by the customer. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When programming the valve in the position indicated by the surgeon (position no. 3) the valve mechanism did not rotate. It is checked with the indicated tool the programmed position but this is stuck in position no. 5. When keep trying to change the position of the valve with the adjustment tool, the valve could not go to the position requested by the surgeon. After that, the own surgeon tried to adjust it and the same happened, was not possible. The adjustment tool only moved from position 8 to 5 and not down more, was verified with the tool template x-ray and found that remained in these positions. The problem was that it could not go down lower to positions 5 . We check the manual to see if any of the steps was wrong and there was nothing we did wrong in the programming technique. For this reason we chose another valve (plus certas same) which was programmed without incident. Once finished the surgery we tested the valve (the one that will be returned) and it could be programmed. So we think there is a problem in the valve or accessories programmer. Patient was not involved. Per affiliate, no delays.

Manufacturer narrative:
Corrected -- device available for evaluation?, additional MFR narrative. Additional information -- model #/lot #, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. It was previously reported that the device would not be made available for evaluation. However, it was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.